Manufacturer narrative:
The implanting clinician informed the clinical representative that the clinician decided to explant the stimulator on the same date. The implanting clinician noted that the implanting clinician could not close the wound after stimulator removal due to the edema. The implanting clinician communicated to the clinical representative that there were no signs of infection or irritation, only the wound not healing. The implanting clinician irrigated the wound site with antibiotics and patched the wound with tegaderm. Based on the available information, the reported incident was confirmed. There is no evidence that the product did not meet specifications, and the stimulator was used to treat pain. The cause of the wound not healing is unknown/no problem found.

Event description:
On (B)(6) 2020, the clinical representative was made aware that a patient's incision site had opened and was showing signs of edema.